Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that the pump was unresponsive to new battery and rewind took longer. Alarms are faint and hard to hear. Back light was dim, scratches were on the screen and had became foggy. The insulin pump will be returned for analysis. Concomitant: reservoir 3ml (frn) mmt-332a.